Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but four photos were available for evaluation. Visual inspection noted malformed and straight legged staples within the tissue. It was reported that the staples did not form as expected and the staples were missing from the staple line after firing. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following one anastomosis gastric bypass (oagb) laparoscopically, on the same day, there were many pain c omplaints all day long, patient experienced high heart rate and oxygen dependent. The next morning, another surgery was decided to see what was going on scopically. It was found that the stapler was fully fired, but at the back wall there were staples that were not fully formed to a figure 8; there was an open stomach pouch. The staple line was incomplete. The 'old' staple anastomosis could not be reused and had to be removed. Stomach pouch was shortened and the operation was converted to roux-en-y gastric bypass from one anastomosis gastric bypass. It was noted that when testing for leakage, no leakage was detected during the 1st procedure. Patient hospitalization was extended to 1.5 days, and with another hospital, patient hospitalization was extended for 5 days. There were bile juices in the abdomen resulting in 2.5 weeks of antibiotics intake. The patient was discharged.

Manufacturer narrative:
D10 concomitant product: unknown endo gi, unknown endo gia instrument, (lot #unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.